Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damage is cause not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to degradation problem identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the electrosurgical generator esg-400 displayed an error e433 due to faulty circuit board. There was no patient involvement.